Manufacturer narrative:
As reported, while using a 6f/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no polyethylene glycol (peg) came loose. The vcd was inserted up to the white mark. The physician is an experienced user who has released approximately 800 mynxgrip vcds. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device was stored and prepped per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was used in an interventional procedure. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Hemostasis was achieved by using manual compression for 20 minutes. The user did not shuttle down completely, as it did not work. No unusual force was applied when retracting the sheath. The advancer tube was not visible. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was connected to the device, and the unit was inserted into a non-cordis sheath. The advancer tube was returned attached to the device in its manufactured position, and the sealant was also observed as returned with the device. No visual damages or anomalies were observed during this analysis. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that there were no problems with the device¿s deployment mechanism as this could be actioned as expected by advancing the advancer tube. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received on the device and the advancer tube was still in the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while using a 6/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no peg came loose. The vcd was inserted up to the white mark. The physician is an experienced user who has released approximately 800 mynxgrip vcd's. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device was stored and prepped per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was used in an interventional procedure. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was moderate presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using manual compression for 20 minutes. The user did not shuttle down completely, as it did not work. No unusual force was applied when retracting the sheath. The advancer tube was not visible. The device is being returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 6/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no peg came loose. The vcd was inserted up to the white mark . The physician is an experienced user who has released approximately 800 mynxgrip vcd's. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device was stored and prepped per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was used in an interventional procedure. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was moderate presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using manual compression for 20 minutes. The user did not shuttle down completely, as it did not work. No unusual force was applied when retracting the sheath. The advancer tube was not visible. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
As reported, while using a 6f/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no polyethylene glycol (peg) came loose. The vcd was inserted up to the white mark. The physician is an experienced user who has released approximately 800 mynxgrip vcds. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device was stored and prepped per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was used in an interventional procedure. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Hemostasis was achieved by using manual compression for 20 minutes. The user did not shuttle down completely, as it did not work. No unusual force was applied when retracting the sheath. The advancer tube was not visible. The device was returned but not received for evaluation as previously expected. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not received for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to the condition of the procedural sheath and/or procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down completely. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while using a 6/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no peg came loose. The vcd was inserted up to the white mark . The physician is an experienced user who has released approximately 800 mynxgrip vcd's. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device was stored and prepped per the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was used in an interventional procedure. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was moderate presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by using manual compression for 20 minutes. The user did not shuttle down completely, as it did not work. No unusual force was applied when retracting the sheath. The advancer tube was not visible. The device was returned but not received for evaluation as previously expected.

Event description:
As reported, while using a 6/7f mynxgrip vascular closure device (vcd) the "white slide" got stuck in the system, which is used to fix the mynx to the vascular puncture site. There was no reported patient injury. As a result, no peg came loose. The vcd was inserted up to the white mark . The physician is an experienced user who has released approximately 800 mynxgrip vcd's. The vcd was used with a 6f non-cordis sheath using an antegrade approach. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.